Manufacturer narrative:
Product complaint #: (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). Initial reporter: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016 the patient underwent a right knee arthroplasty due to right knee degenerative joint disease. Two competitor cement products were used during the primary operation. The surgeon reported no intraoperative complications. On (B)(6) 2017, the patient underwent a right knee revision due to instability. The tibial insert was removed and another depuy insert was placed. There were no intraoperative complications noted.